Manufacturer narrative:
No sample was available for eval as it was discarded by the customer upon ending the therapy. No lot number info was provided. However, the mfg facility has been made aware of this report through baxter's complaint management tracking system. Baxter will continue to monitor similar reports for possible trends. Should significant info becomes available, a follow up report will be submitted.

Event description:
A home peritoneal dialysis (pd) pt contacted baxter technical service rep to report a "system error 2240" alarm during dwell 4 of 4 of pd therapy using the homechoice system. The service rep advised the home pt to use a manual bag to complete therapy and then to contact the pd nurse. The home pt administers medication in the pd solution bags. The system was operational. There was no pt injury or medical intervention indicated at the time of the initial report. During a follow up call with the home pt's nurse, she indicated, she was not aware of the "system error 2240" alarm. However, she stated, the pt has had a severe case of peritonitis for approx one month. The exact date of diagnosis was unknown, as there was never any growth in effluent culture identified. The home pt presented to the clinic with flu-like symptoms, abdominal pain and cloud effluent. The culture taken revealed an elevated white blood cell count, no bacteria growth. The home pt was not hospitalized for the peritonitis event. Per the nurse, the pt was having alarm situations during therapies and was disconnecting himself from the instrument; however, no specific info regarding the alarms was provided. According to the nurse, the pt was treated with vancomycin and fortaz for approx a month (dosage and dates were not specified). Reportedly, the home pt had recovered from the peritonitis on 11/26/07. The nurse did not have any input into the root cause of the peritonitis event. According to the nurse, no bacteria growth was identified due to an issue with the growth media at the lab. However, the clinic had since changed the protocol and the problem was. The nurse indicated everything is currently going well with this pt and there have been no further issues with therapy reported.